Manufacturer narrative:
The company representative examined the system with the customer's handpiece and was unable to verify any issue. The system's event log was reviewed and was also unable to confirm the customer reported event. The system and the handpiece were then tested and met product specification. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported issue cannot be determined. (B)(4).

Event description:
A nurse reported that during surgery, the unit would not perform phacoemulsification. The handpiece and console were exchanged and the surgery was completed. There was no harm to the patient.